Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fracture of the right atrial (ra) lead was suspected. It was noted there were high thresholds and the impedance was out of range. The lead was turned off and will be replaced in the future. No patient complications have been reported as a result of this event.